Event description:
It was reported that during an unknown procedure, the tissue had not been cut after firing. No crunch was heard during the firing. The firing trigger was compressed until unable to fire further. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: did the device staple? Yes. Were the staples in the proper b frm shape? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? A crunch was heard. When the device was fired, where was the indicator within the green zone/gap setting scale? Yes. Was buttressing material utilized? If so, which product? Metal abdominal retractor was used. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? The surgeon used surgical knife to cut the tissue and removed the device.

Manufacturer narrative:
(B)(4) - incomplete firing cycle. The following information was requested, but unavailable: did the device staple? Were the staples in the proper b frm shape? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.